Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer is calling a second time regarding low battery. The customer stated that replacement of battery cap did not resolve the issue. The customer was advised that the device need to be replaced. The customer was instructed to return pump with battery cap and batteries intact and to zero out basal rates.